Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On 03/08/2024, it was reported that the patient had symptoms of throwing up and trouble breathing. The patient does not remember any cgm nor blood glucose reading from during that time of the event but stated that the event was caused by an inaccurate cgm reading. The patient was treated with humanlog insulin, and a family member took the patient to the hospital. When a fingerstick was taken the blood glucose reading was 960 mg/dl, no cgm reading was known from that moment as the sensor had been removed when the patient arrived at the hospital. The patient received treatment with insulin (route unknown) and remained in the hospital for 3 days before being discharged. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - apnea.